Event description:
Reportedly, during the procedure a flash fire occurred while the cautery was in use. Pt received head and facial burns. At the time another surgeon was called in to consult the burns. However, there is no update as to the pt's condition. The user facility was contacted, however, the facility has not responded to requests for incident info.